Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Analyst commented, elective replacement indicator (eri) due to high battery impedance was recorded on (B)(4) 2015, prior to explant. Ramware version 3 was installed on (B)(4) 2011. High battery impedance leading to eri. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to early battery depletion. No patient complications have been reported as a result of this event.